Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was depleting quickly. The customer¿s blood glucose was over 500 (mg/dl). Customer stated the high bg was resolved by delivering a bolus via the pump. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Event description:
It was reported that the battery was depleting quickly. The customer¿s blood glucose (bg) was over 500 (mg/dl) due to a non-tandem infusion set issue. There was no reported impact to the customer's bg due to the reported issue. Bg was resolved by delivering a bolus via the pump. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.